Manufacturer narrative:
The field service engineer determined that a spring holder on a rinse nozzle squeegee was broken, causing the reaction disk to crash into the nozzle and not clean cells. The customer replaced the sample probe since it was clogged up with blood and the rinse unit spring holder was replaced. Precision studies were performed. Mechanism and diagnostic checks were performed; the results were within specifications.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with multiple assays on the cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The repeat results from the sample were deemed correct and compared with results the patient had from the previous day. Results from the following assays were affected: ise indirect na, k, cl for gen.2, gluc3 glucose hk gen.3, albumin, alp2 alkaline phosphatase acc. To ifcc gen.2, ca2 calcium gen.2, bilt3 bilirubin total gen.3, and tp2 total protein gen.2. The specific albumin reagent used is not known. The customer also stated they received errors on the analyzer, including sample short, reaction disk, and photometer alarms. The customer performed air purges on the analyzer. The customer observed blood spots on the surface of the analyzer near the sample cleaner system reagent bottle. The sample cleaner bottle registered as empty, but it was not empty. The sample initially resulted in a na value of 106 mmol/l, which repeated as 136 mmol/l, the sample initially resulted in a k value of 3.8 mmol/l, which repeated as 4.61 mmol/l, the sample initially resulted in a cl value of 88.3 mmol/l, which repeated as 102.7 mmol/l. The sample initially resulted in a glucose value of 29 mg/dl, which repeated as 92 mg/dl. The sample initially resulted in an albumin value of .8 g/dl, which repeated as 3.4 g/dl. The sample initially resulted in an alp value of 187 u/l, which repeated as 406 u/l. The sample initially resulted in a calcium value of 4.0 mg/dl, which repeated as 9.1 mg/dl. The sample initially resulted in a total bilirubin value of 1.23 mg/dl, which repeated as 5.1 mg/dl. The sample initially resulted in a total protein value of 2.56 g/dl, which repeated as 7.9 g/dl. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.